Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer reported problem was confirmed. Infusion products global customer support operations. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. Syringe top disk holder- damaged/cracked. Knob actuator- damaged/cracked. Handle- damaged/cracked missing. Barrel clamp assy- damaged/cracked. Case front- damaged/cracked. Soft fault- other- specify in comments. Case rear- damaged/cracked. Flange gripper- wiper seal damaged. Cosmetic defect. Carriage assy- split nut damaged/worn. Carriage assy- tube drive bent. Cable- damaged/cracked. (B)(4). Bad display board, broken knob, pressure disc holder, bad potenteometer, damaged iui bracket, damaged handle, damaged r ear case. Replaced front cover bottom front cover cracked, rear case bottom front corners cracked, logic board missing, iui board missing, iui bracket missing, carriage fpc damaged, tube drive bent, carriage block worn split nut, flange gripper discolored, flange gripper wiper seal cracked, missing iui's, barrel clamp cracked handle, sizer sensor missing, left handle cracked, knob actuator damaged, top disk holder damaged. Calibrated.